Event description:
The customer reported that on (B)(6) 2011 erroneous, high alcohol (etoh) results were generated on an unicel dxc 800 synchron system for multiple patient samples. Beckman coulter inc. Assessment of customer supplied data revealed that ten erroneously high (low positive) etoh patient results were generated from an unicel dxc 800 synchron system and reported outside the laboratory. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on another instrument, the repeat etoh results were lower (negative) and considered valid. Amended reports were not issued and patients were not redrawn. At the time of the event the etoh reagent cartridge possessed an available 80 test volume out of a 150 test volume capacity. The patient samples were serum samples. Instrument etoh results were within customer established specifications at the time of the event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) added evaporation caps to the reagent compartment openings. No instrument hardware was replaced. A definitive root cause for this event has not been determined to date.